Manufacturer narrative:
During the onsite inspection the medtronic representative found that the wire on the patient tracker was tied in a knot and damaged with the wires exposed. The rep replaced the part. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a catheter placement procedure the site registered the patient, but when they moved toward the navigate screen the patient tracker was not visible in the tracking view, but a stylet was visible when they brought it in the field of view. The case continued without navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.